Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported on (B)(6) 2014, he was diagnosed with an abdominal hernia. The patient is currently wearing an abdominal binder.